Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/29/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what was the initial procedure? The initial procedure was a mammopexy, said suture was used to close the skin. Did the surgery was completed successfully? Yes, it was completed successfully, because the product was changed. What was used to complete the procedure? The suture was changed for another of the same reference. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 2360 g/m.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned this is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? Did the surgery was completed successfully? If yes what was used to complete the procedure? Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 2360 g/m.

Event description:
It was reported that a patient underwent an unknown surgery and suture was used. During the procedure, the suture is released without applied force. No adverse patient consequences were reported. Additional information was requested.